Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results on their access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for two (2) patients. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient one (2)). The result was reported outside the laboratory. The customer repeated the sample on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the assay's normal reference range. There was report of change to patient treatment as the patient was put on the drug lavinox. Mdr2122870-2015-00252 addresses the non-reproducible access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient one (1)). Quality control (qc) performed after the reported event was out of range high. The patient samples are lithium heparin plasma and centrifuged at 4000 revolutions per minute (rpm) for eight (8) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer inspected the instrument and noted one aspirate probe was not securely seated after weekly maintenance was performed on the instrument. The customer changed the aspirate probes and performed a passing system check. The cause of the reported event is use error. The customer failed to seat one aspirate probe securely after performing weekly maintenance. All mdrs associated with this report: 2122870-2015-00252; 2122870-2015-00253. (B)(4).